Manufacturer narrative:
The lens was returned dry, in the lens case/vial, with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Method codes added. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Conclusion code: off-label use [acd < 3.0mm (2.9mm)]. Work order search: no similar complaint type reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon prepared to implant a 12.6mm vticmo12.6 implantable collamer lens, -13.50/+3.5/083 diopter, into the patient's left eye (os), it became "unstable." A different lens of the same type and size and similar diopter was implanted and the problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated. It is unknown if there was patient contact; to date, attempts at customer contact have been unsuccessful.